Event description:
The inogen g3 portable oxygen concentrator did not produce oxygen without any warning. Patient is in the emergency room and claims it is a result of poc and gs not providing o2.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.